Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported a revision. The patient noted the ins was not replaced due to normal battery depletion. The patient did not allege any trauma, falls, electromagnetic interference, or activity that lead to the issue. It was noted the revision occurred on (B)(6). The patient mentioned the ins was replaced, but didn't remember if it was something with the leads or why the it was, just that it was replaced. The patient noted the issue began something between (B)(6) 2015. There were no further complications that have been reported as a result of this event.